Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after the implant surgery, the patient had no movement on their right side. A computed tomography angiography (cta) showed occlusion of left intracranial internal carotid artery (ica) and middle cerebral artery (mca). A repeat computed tomography (CT) of the head showed worsening left mca edema and right cerebellar stroke causing mass effect on the 4th ventricle. No changes to the patient condition or anticoagulation status contributed to the event. Withdrawal of care was performed due to the unrecoverable stroke. The patient passed away on (B)(6) 2022 due to an embolic cerebrovascular accident. The death was not considered device related. The device operated as expected and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.